Event description:
The customer reported that the blue piston remained depressed after detaching a non-carefusion pre-filled 10ml syringe, resulting in normal saline leaking out of the valve. This valve was connected to a patient and there was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of the valve piston remaining depressed was confirmed. Visual inspection of the valve noted that the piston remained depressed. Further visual inspection observed that a side of the piston was caught under a lip of the valve opening. No other damages or issues were observed. The received syringe was filled with fluid, attached to the valve, the fluid was pushed through the valve, and the syringe was removed. The piston remained depressed. Air pressure was used to blow air into the valve to dislodge the piston. The syringe was reattached to the valve and when it was disconnected it was observed that the piston slowly returned to its closed position. The root cause of the customer¿s report has been identified as an insufficient application of silicone during the manufacturing process due to flaws in the siliconization process or mechanical malfunction of the production mechanism.